Event description:
The customer reported via phone call that they had several no delivery alarms on their insulin pump. Customer's blood glucose was 419 mg/dl. The customer stated insulin was able to exit during a fixed prime. Customer stated their cannula was not bent upon removal from their body. The customer stated insulin was able to exit after reconnecting their infusion set. The infusion set will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.